Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to adjust monitor brightness and contrast, camera focus and the image intensifier power supply. Adjustments completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9600emi system is poor. It was noted that the image is out of focus in the normal mag mode. There was no report of patient injury.